Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to having reached normal elective replacement indicator (eri). The ICD was returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant medical products: 5076, implantable pacing lead, (B)(6) 2004. (B)(4).